Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The allegation is against 1 of 4 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: mn10450-50a, UDI:(B)(4), serial: (B)(6), batch: 8549483. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8575082. Common device name: lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8575082.

Event description:
Related manufacturer reference number: 1627487-2024-00773, 1627487-2024-00774. It was reported that the patients lead had migrated. Surgical intervention was undertaken on (B)(6) 2024, where the system was explanted and replaced. Therapy was restored post--op.